Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an implantable cardioverter-defibrillator shock on the morning of (B)(6) 2025. The healthcare provider wanted to ensure ventricular assist device (vad) function was not a factor and log files were submitted for review. The log file captured 120 pulsatility index (pi) events between (B)(6) 2025. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The system controller event log file contained events from (B)(6) 2025. Pulsatility index events were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.